Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The patient's incision was red and tender to the touch. The system was explanted. The patient's condition post procedure was well.